Event description:
Information received from patient regarding an implantable neurostimulator. Patient stated that they turned on their stimulator for their back yesterday because they felt back pain and when they turned it off they still felt stimulation on one of the leads until now. Patient also mentioned that they do not feel the stimulation on their left back. Agent had patient confirm the stimulation was off on their controller and patient confirmed it was off. Agent redirected patient to hcp to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97715 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.